Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during basal delivery. Customer loaded a new cartridge to address the issue. Additionally, the customer reported that a malfunction alarm occurred. The customer had reset the pump prior to troubleshooting with tandem technical support; the malfunction alarm was cleared and insulin delivery was resumed successfully. Customer's blood glucose was between 229 and 240 mg/dl.